Event description:
Philips received a complaint on an intellivue multi measurement server indicating that patient was found "down" around 22:00. According to customer clinical leadership, the last known patient well time was during 17:00 medication distribution. Leadership was searching through the clinical audit log and reviewing when the mx40 was placed in standby, monitoring may have been lost, and other alarms related to that evening. The device was in clinical use at the time the issue was discovered. Resuscitation attempts were unsuccessful; the patient died.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.